Event description:
An implantable pulse generator (ipg) system was returned from a histologist with no information. Information identified in the manu facture¿s database indicated the patient died approximately seven months post implant of the ipg, approximately 2.5 years ago.

Manufacturer narrative:
Product event summary #analysis information -- 2014-(B)(6) 13:37:51 cst pli# 10, product ID# sedr01. The device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: implantable pacing lead product ID 5076-45, implanted: 2002-(B)(6); implantable pacing lead product ID 5076-35, implanted: 2002-(B)(6). (B)(4).

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013.